Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. An invasive procedure was performed and the lead was found to have fractured. It was suspected that the lead fractured due to being sutured around the device header. The lead also appeared to have dislodged from its original position. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.